Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is 50% male and female/73 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: antibacterial envelope prevents cardiac implantable electronic device infections: the largest asia real world data. Acta cardiologica sinica. 2025; 41:314-322. Doi: 10.6515/acs.202505_41(3).20250107a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding antibacterial absorbable envelope usage in patients with cardiovascular implantable electronic devices (cieds). The patients were divided and studied in two groups; the control group and an envelope group. The authors described pe riprocedural complications in both groups which included pocket hematomas and revisions due to unknown lead dysfunction. In the control group there were lead dislodgements with revisions, pericardial effusion without indication of pericardiocentesis due to small cardiac vein perforation, and lead extraction due to unknown causes. Four patients in the control group developed infections. All the infected patients had generator pocket infections or erosion without systemic infections or endocarditis and underwent device removal, and three had lead extraction. The one without lead extraction underwent pocket debridement without removing the leads, followed by generator re-implantation. Two cases in the envelope group had an allergic reaction. They developed nonpruritic cutaneous macular erythema which required medication and gradually resolved in one week. The status of the devices and leads is unknown. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.